Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address vertical malpositioning of the cup, poly wear, and osteolysis.

Manufacturer narrative:
The device sand x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required for the cup was unavailable. A search of the complaint database found no prior reports for the liner part and lot number combination. Provided information states the cup was very vertical. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.